Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with nausea, sharp chest pain, and lightheadedness. Interrogation of the patient's implantable cardioverter defibrillator (ICD) revealed inappropriate shocks resulting from atrial flutter with rapid ventricular response. Patient received medication for fluid management with no changes made to the ICD. No further patient complications have been reported as a result of this event.